Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Lvad implantation is associated with numerous risks. Serious and life threatening adverse events, including stroke and bleeding have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to the death in this patient include pre-existing comorbidities due to the necrotic and ischemic areas of the liver, colon and small intestine. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous report.

Event description:
It was reported by the sit that on (B)(6) 2016 the patient was admitted to the hospital with abdominal pain. The CT scan showed no primary issues. "(No pneumatosis intestinalis. No air in the portal system and no occlusion from the arterial or venous system)." Laparotomy. The surgeons opened the abdominal area and after inspection saw many "huge necrotic areas and a fulminant ischemia of the colon and small intestine." In consequences the family members stopped the therapy due the prognosis. The patient died on (B)(6) 2016.